Manufacturer narrative:
Submit date: 2/9/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a neonatal catheter. The customer states that the gauze was placed under the line, then it was snapped at the hub.

Manufacturer narrative:
Submit date: 03/01/2017. Additional information was received from the customer regarding this product event. Please see the following details: the procedure being performed was blood draw from the line. The issue occurred before the draw. There was no harm to the patient, one small blood drop loss. No medical intervention applicable.

Manufacturer narrative:
It is important to consider that the instructions for use for our catheters warning: [exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the defect found caused a leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Based on the available information this potential cause could not be discarded. The reported condition has been not confirmed. Based on the available information, it can be concluded that our product was manufactured according to specifications and the device functioned as intended; therefore the most probable root cause can be considered as unintentional misuse; this condition was more likely damaged during use caused due to an inappropriate manipulation by the user. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. If information is provided in the future, a supplemental report will be issued.